Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensation which described as pinching. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well with good coverage postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensation which described as pinching. The patient underwent a lead replacement procedure.